Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. As this failure occurred on two separate devices on the same patient it is unlikely that this failure was a malfunction of the product. It is likely that the patient's anatomy hindered the pump¿s ability to achieve optimal flows. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, the first impella cp was implanted had inadequate low flows with impella in good position and adequate volume status. This second impella cp was inserted which had better flows but still decreased. After troubleshooting position and giving patient fluid it was determined that the patient¿s anatomy may be the cause of decreased impella flows. Ultimately the decision was made to continue with primary percutaneous coronary intervention and left main was successfully ballooned three times and stented x1. Impella was successfully weaned and explanted in the cath lab.